Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The balloon was not able to perform functional testing as the batch number was not provided with balloon specification. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had folds. No leaks were identified. The reported incontinence was confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. The aus was explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. The aus was explanted and replaced. No further patient complications reported.